Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber was returned in two pieces. The distal end of the glass fiber exhibits no signs of usage. The fiber is broken within the fiber blue outer sheath, and detached at 11 feet and 7.5 inches from distal tip. The length of second piece including the connector is 6.5 inches. The fiber was tested with hene laser fixture, aim beam is visible at the break. There is no sign of melting at the break location. An evaluation conclusion code of cause not established was assigned to this investigation

Event description:
Analysis of the returned device found the fiber broken into two pieces. There were no clinical consequences to the patient.